Event description:
It was reported to philips that the display electrode plate cable is faulty. There was no patient involvement. The field service engineer (fse) found the electrode plate cable is faulty. The cable needs replacing. Upon conclusion of the evaluation, it was determined that the electrode plate cable requires replacement. However, the customer refused repairs on the device. No further action at this time.